Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks a2, a3, b5, b7, e1 have been updated based on additional information received on february 16, 2024.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. It was reported that after a spaceoar placement procedure, the patient experienced a rectal wall infiltration, the infiltration was located in a minor area at mid-gland. No adverse events or patient complications were reported. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). Additional information. The spaceoar vue placement was confirmed via ultrasound. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. On (B)(6) 2024 the patient started radiation treatment.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. It was reported that after a spaceoar placement procedure, the patient experienced a rectal wall infiltration, the infiltration was located in a minor area at mid-gland. No adverse events or patient complications were reported. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.